Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a diagnostics problem; the parity error count was equal to 14 between (B)(4) 2012 06:22:23 and (B)(4) 2012 02:15:00.

Event description:
It was reported that upon interrogation of the device, invalid data was noted and a parity error had occurred. The patient data was re-entered and the device remains in use. No patient complications were reported as a result of this event.